Event description:
It was reported that the patient had proximal femoral osteotomy for leg lengthening. Six weeks after placement, x-rays were taken, and patient bones had shifted. Patient decided to convert to im nail to finish rest of lengthening of leg. Due to difficulty removing the fixture, it had come partially apart, there was a delay in surgical time.